Manufacturer narrative:
The device was returned to Olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the Service Repair Technician indicates that white foreign material in air/water channel was found.  There was no patient involvement.